Event description:
It was reported that the patient developed a possible infection post implant and there was diminished r waves observed in the implantable loop recorder. The ilr was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found. (B)(4).